Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported error message was due to a defective drivetrain motor in which likely attribute to wear and tear. Unrelated to the reported complaint, a damaged load plate cover and missing screws from the front covers of the autopulse platform were observed during visual inspection. Additionally, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform was manufactured in october 2007 and is nearly 12 years old, well beyond the expected serviceable life of five years. Therefore, these type of physical damaged, missing screws and sticky clutch plate was likely due to wear and tear. The damaged load plate cover and missing screws were replaced and also, the encoder shaft was deburred to remedy the sticky clutch plate. During device archive data review, system error 139 (unable to hold compression position) message was observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" error message displayed on the autopulse platform during power on. To remedy the issue, the defective drivetrain motor was replaced. After part replacement , the autopulse was re-evaluated. Platform was subjected to the run-in test using the (B)(6)% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial #(B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.